Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Unopened samples were received for evaluation. The issued sample was not received for evaluation. During the visual inspection of samples, no defects were found on the package. The samples were opened and the swage and attachment area needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed using a instron and the pull force were above the minimum requirements. Per the conditions of the samples received, no attachment defects were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a roux-en-y procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was popped off the needle while suturing, unknown layer of tissue, unknown loop. A different device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.